Event description:
It was reported that the patient's low reservoir alarm went off about five days prior to report. The patient began experiencing withdrawal characterized by flu-like symptoms about three days prior to report. It was stated that the physician had increased the infusion rate, but did not let the refilling healthcare professional know. Upon accessing the reservoir, only 0.7ml was found. In addition to the low reservoir, interrogation displayed a message for a motor stall. It was stated that the patient had an MRI on the previous day. The pump was re-interrogated and the pump logs were read. The logs showed that the motor stall had occurred at 12:09pm on the previous day with the recovery occurring at 2:31 pm on the day of report. It was reported that the pump had not been checked after the MRI. On the next day, it was reported that 'everything was good' following the refill. The drug used in this system was morphine.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).